Event description:
It was reported that during the procedure in the left anterior descending artery, a balance middleweight universal ii guide wire was advanced toward the lesion; however, the physician noted that the gold marker could be seen but the distal radiopaque tip could not be seen under x-ray. There was no separation or damage to the tip. The guide wire was removed without issue. A second balance middleweight universal ii guide wire was advanced and the same occurred. The guide wire was removed without issue. A third balance middleweight universal ii guide wire was advanced and the same occurred. The guide wire was removed without issue and a fourth balance middleweight universal ii guide wire from a different lot was advanced and the marker and tip were visible. The procedure was completed successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two additional balance middleweight universal ii guide wires are being filed under separate medwatch MFR numbers. Non-radiopaque tip coil can occur due to, but not limited to, incorrect coil material or mixed coils in manufacturing. The guide wire was not returned which may have aided in the evaluation. The lot history record was reviewed and there were no non-conforming material records associated with this lot.